Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead received damage during debridement and excision down to the suture sleeve. The physician extracted the lead with no resistance. The lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.